Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the trocar "o" ring split during the procedure. There was no consequence to the pt.